Event description:
It was reported through an implant card and a letter from a physician that a vns pt's generator indicated elevated impedance in both system and normal mode diagnostics. The physician indicated that event was likely related to lead issue or fibrosis. At the moment good faith attempts to obtain additional info regarding the reported have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.